Event description:
Additional information received reported that the cause of the event was unknown. There were no abnormal impedance measurements. No surgical intervention was performed. X-ray (date not reported) indicated system was in good position in the spine. Reprogramming was performed on (B)(6)-2012. The patient outcome was reported as no injury.

Manufacturer narrative:
Lead: model 39565-30, serial #(B)(4), implanted: (B)(6) 2008, explanted: na. Extension: model 3708140, serial #(B)(4), implanted: (B)(6) 2008, explanted: na. Extension: model 3708140, serial #(B)(4), implanted: (B)(6) 2008, explanted: na. Programmer: model 37743, serial #(B)(4). Recharger: model 37752, serial #(B)(4).

Event description:
It was reported that the patient experienced a random shocking sensation down their left leg approximately 2 to 3 times a day following exposure to a security gate at a courthouse. The implantable neurostimulator was noted to have been on at the time of exposure. The leg area was target area of their therapy and she did not have this shocking before the event. The intensity of the shocking sensation had not changed since it started and did not change with movement. Impedance measurements were in normal range. Reprogramming was performed but the outcome was not reported. Additional information was requested, but was not available at the time of this report.